Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary artery in a 78-year-old male presenting with post-cardiotomy cardiogenic shock and low cardiac output syndrome in the setting of coronary artery disease with prior coronary artery bypass grafting, diabetes mellitus, and renal insufficiency, following coronary artery bypass graft surgery. Prior to device insertion, the left ventricular ejection fraction was 30%. Baseline laboratory values demonstrated significant anemia and coagulopathy, including hemoglobin 7.1 g/dl, hematocrit 22.0%, and platelets 50, with lactate dehydrogenase 3000 and alanine aminotransferase 572, suggesting substantial physiologic stress prior to support initiation. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. The purge solution consisted of dextrose 5% in water with 25 milliequivalents sodium bicarbonate. During the post-operative course, the patient experienced major bleeding from the access site requiring surgical intervention. Management included placement of a jackson-pratt drain to manage postoperative bleeding and administration of blood products to maintain hemoglobin and hematocrit levels. The patient experience included major bleeding, surgical intervention, and blood transfusion associated with the access site. The event occurred in the context of multiple pre-existing risk factors, including baseline anemia, thrombocytopenia, elevated laboratory markers of physiologic stress, and significant cardiovascular comorbidities. A comprehensive review of the available information did not identify evidence suggesting a device-related contribution to the reported event. Access-site bleeding requiring surgical management and transfusion is a recognized complication associated with large-bore arterial access and complex cardiac surgical procedures, particularly in patients with coagulopathy, thrombocytopenia, anemia, and multiple comorbid conditions. The patient survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the access site adverse event was most likely patient condition related to coagulopathy per clinical details.